Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter(onetouch veriosync) read inaccurately high compared to another device (onetouch ultra2). The reporter claimed obtaining blood glucose readings "60 points higher" with the subject meter, performed within an unknown time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2015). The patient¿s meter has been returned on 3/4/2015 and evaluated by lifescan product analysis on 3/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.